Event description:
Per the clinic, the patient sustained a head trauma and experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.